Event description:
It was reported by the customer that the devices was displaying an illuminated service indicator. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. An error code was observed in the memory of the device. It was also observed that the customer was using a third party battery - (B) (4) - (B) (4) (B) (4) - (B) (4) - 12v 30ah. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. When connected to a mock-up test device, it was observed that the battery was not being charged; however, the mock-up device did function on ac power. The root cause of the reported failure was determined to be ic chip, designator u4.